Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future. A supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient had poor coupling and was charging too often. They were told to call and order a recharger because it was damaged. The patient stated the recharger antenna is damaged. They stated they were having a problem getting coupling. The patient also stated the rep said to call and order a recharger. The patient stated the ins was a lot harder to recharge. Patient services was told the patient was also feeling shocking when charging and skin got really hot. The patient noted they received a letter asking for more follow up but were not going to send it back. No further allegations/complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient was getting warmth at p ocket site while charging. It was reported this had been an issue for a long time and had gotten worse. Rep stated she felt warmth over the patient's pocket while they were doing a routine 8840 programming today in the clinic. Rep stated that when they removed the 8840 programming head from the pocket area, she could feel that the patient's skin was warm to touch where 8840 had been. Patient had their ins placed in their left flank area and the 8840 programming was under the patient's jacket and clothes. Patient had rsd in left foot. It was also reported that the patient was having recharging difficulty and was recharging too often. It was reported they couldn't get any more than 4 bars coupling today in the clinic. Patient stated this had been an issue for a long time and a replacement insr/antenna in aug. 2018 did not resolve the issue. Patient is able to communicate with the 8840. It was reported the ins was too deep. Per the rep, she couldn¿t feel the 4 corners of the ins and the ins depth was not really deep but it was not shallow either. Ins was not tilted and no weight changes or trauma reported. X-ray of the entire system to be done.

Manufacturer narrative:
Product ID 37751, serial# (B)(4). Product type recharger, product ID 37791, serial# unknown. Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). They stated that the explanted ins was not released from the medical center. The rep noted that in their understanding that center does not release product to representatives. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they had not been given any information on the cause of the charging issues, coupling issues or heating sensation at ins site. However, the rep stated that the physician, had contacted them about warranty information and as of yesterday, the manufacturer will be offering a replacement to this account. The rep stated that the replacement of spinal cord stimulator generator was scheduled for (B)(6) 2019. The rep stated that they did not know what the x-ray results confirmed.